Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired due to sepsis on (B)(6) 2020. The source of sepsis was requested but not provided. The date of onset of the infection, the patient's signs and symptoms, and treatment were requested but not provided. There was no evidence of driveline or pump pocket infection. The device operated as intended. There were no device issues or malfunctions that may have contributed to the patient's cause of death. The device will not be returned for evaluation.

Manufacturer narrative:
Section a2: correction. No further information was provided. The manufacturer is closing this event.